Event description:
Initial ((B)(6) 2026): this serious case reported via amazon refers to a female consumer whose age, medical history, concomitant medications and allergies were not reported. The consumer used the dentek comfort fit dental guard for an unknown indication and experienced a broken tooth and a shift in her bite pattern. She reported she wore the guard for one night and the guard "did not fit well". This case outcome is unknown. Meddra version 29.0. Expectedness: tooth fracture: unexpected. Malocclusion: expected. Complication associated with device. According to the company reference safety information.